Event description:
Five months after of the primary g3 surgery, the pt had pain and it became difficult to walk. Because the lag screw had cut out the extraction of the lag screw was performed.

Manufacturer narrative:
This case was presented at (B)(6) on (B)(6) 2012. Deviations in the manufacturing documents of both lag screw and nail kit were not found. The reported items were documented as faultless prior to distribution. Examination of the affected device was not possible as it was not returned for investigation (possible discarded). Additional devices: (B)(4) trochanteric nail kit, ti gamma3 10 x 170 mm x 130 lot # k157023; (B)(4) lag screw end cap, ti gamma3 10.5 +1.5 mm lot # k524697; (B)(4) locking screw, fully threaded t2 tibia 5x35 mm lot# k119516; (B)(4) end cap, std, ti gamma3 lot #k123968.